Event description:
Doctor reported the screw of the locators in tooth location # 12 and 14 fractured and were not possible to remove them from the implants. The doctor removed the implants.

Event description:
Doctor reported the screw of the locators in tooth location # 12 and 14 fractured and were not possible to remove them from the implants. The doctor removed the implants.